Manufacturer narrative:
(B)(4). Eval, results: (graft kinking). (Thrombus from the previous open repair). (Lot number and anatomy details are unk; other MFR's synthetic graft may have contributed to event). Eval, conclusions: (thrombus from the previous open repair). (Lot number and anatomy details are unk; other MFR's synthetic graft may have contributed to event).

Event description:
A talent converter stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology were not reported. A synthetic graft had previously been implanted via an open repair over 10 years ago. It was reported that the talent converter (MFR# 2953200-2011-00680) was deployed without issues within the previously-placed synthetic graft. However, after 5 minutes, no flow was evident through the device; there may have been a potential leak in the synthetic graft, which may have been due to loose or weak thrombus from the previous open repair. The physician elected to reline the talent converter with an aneurx limb; however, the graft had a pinch point. Based on a measurement of the pressure gradient, the physician was not concerned and therefore, ballooned the graft and then closed the pt. It was then noted that the pt's left leg was mottled and cold, the pt was reopened. The aneurx graft was then stented, successfully restoring flow. No additional clinical sequelae were reported, and the pt is fine.